Event description:
Procedure: lap gastric bypass. According to the reporter: an anastomotic leak was discovered at the gastrojejunostomy, a second eeaxl2535 and eeaorvil25 were applied with the same result. The second leak was repaired by oversewing. There was unanticipated tissue loss and extension of operating room time over 30 minutes.

Manufacturer narrative:
(B)(4).